Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was provided on 5/22/2025: this issue was identified during an mpfl procedure. All affected components were removed from the patient before proceeding with the new ar-3770sp knee fibertak hybrids. There was no reported case delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/08/2025, a sales representative reported via email that (qty. 2) of an ar-3770sp knee fibertak hybrid (one knotless and one knotted) failed on insertion and pulled out multiple times. The case was completed using two ar-3770sp knee fibertak hybrids from lot 15339225 without issues. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or shallow driver engagement depth.